Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times for the pump to respond. Customer's blood glucose was 129 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.